Manufacturer narrative:
A1: patient identifier - (B)(6).

Event description:
(B)(6). It was reported that a cerebral vascular accident occurred. The subject was on aspirin medication prior to consent and screening for the study. The subject was unsuitable for oral anticoagulant's (oac's) due to other clinically relevant organ bleeding gastrointestinal lesions. Prior to the index procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted with a complete laa seal and deployed device diameter of 20.3mm. After the implant the subject was started on aspirin and clopidogrel. The subject was discharged on (B)(6) 2018. On (B)(6) 2021, 911 days post index procedure, the subject presented to the emergency department with complaints of double vision and gait instability. The subject denied weakness, numbness, change in speech and trauma. At the time of reporting, the subject was not on anticoagulation or antiplatelet medication. The subject was stopped on eliquis for atrial fibrillation since the subject had anemia of unclear origin. The subject was started on tissue plasminogen activator (tpa). On (B)(6) 2021, a computed tomography (CT) scan of the head without contrast was performed and a CT scan angiography of the head and neck including maximum intensity projection (mip) reconstruction was performed. Upon discussion with neurologist the subject was transferred and monitored in the intensive care unit. The subject was recommended to follow up with vascular surgery, but the surgery was declined due to stenosis <70% and was advised to manage medically. On (B)(6) 2021, an x-ray of the chest and a transthoracic echocardiogram (tte) was performed. On the same day, an MRI of the brain without intravenous contrast revealed no acute infraction or hemorrhage. The event was classified as ischemic stroke. The suspected cause was chronic calcific atherosclerotic plaque. The subject was recommended to follow up as an outpatient for scheduled neurology and cardiology consult. On (B)(6) 2021, the subject was discharged home on aspirin, clopidogrel and other medications. It was further reported that on (B)(6) 2021, the subject underwent elective right trans cervical carotid artery revascularization to treat the event.

Manufacturer narrative:
Patient identifier - (B)(6).

Event description:
(B)(6) study. It was reported that a cerebral vascular accident occurred. The subject was on aspirin medication prior to consent and screening for the study. The subject was unsuitable for oral anticoagulant's (oac's) due to other clinically relevant organ bleeding gastrointestinal lesions. Prior to the index procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted with a complete laa seal and deployed device diameter of 20.3mm. After the implant the subject was started on aspirin and clopidogrel. The subject was discharged on (B)(6) 2018. On (B)(6) 2021, 911 days post index procedure, the subject presented to the emergency department with complaints of double vision and gait instability. The subject denied weakness, numbness, change in speech and trauma. At the time of reporting, the subject was not on anticoagulation or antiplatelet medication. The subject was stopped on eliquis for atrial fibrillation since the subject had anemia of unclear origin. The subject was started on tissue plasminogen activator (tpa). On (B)(6) 2021, a computed tomography (CT) scan of the head without contrast was performed and a CT scan angiography of the head and neck including maximum intensity projection (mip) reconstruction was performed. Upon discussion with neurologist the subject was transferred and monitored in the intensive care unit. The subject was recommended to follow up with vascular surgery, but the surgery was declined due to stenosis <70% and was advised to manage medically. On (B)(6) 2021, an x-ray of the chest and a transthoracic echocardiogram (tte) was performed. On the same day, an MRI of the brain without intravenous contrast revealed no acute infraction or hemorrhage. The event was classified as ischemic stroke. The suspected cause was chronic calcific atherosclerotic plaque. The subject was recommended to follow up as an outpatient for scheduled neurology and cardiology consult. On (B)(6) 2021, the subject was discharged home on aspirin, clopidogrel and other medications.